Manufacturer narrative:
One (B)(4) ultra-fast-fix curved needle delivery system device received. This device is in used condition. The complaint listed was: ¿t2 fell off¿. The blue split cannula has not been returned. The depth limiter was returned on the device and has been trimmed. T1, t2 and suture were not returned. There is no ¿pre-deployment¿ with this style of needle delivery system any movement of anchors are a manual advancement. The advancement lever was found fully advanced. This would position t1 for stripping off the needle and t2 would follow with a light tug of the suture. The needle is slightly bowed and the distal end of the needle is slightly twisted. IFU warnings states ¿do not bend delivery needle¿. An anchor would not fall off unless the suture was pulled or the delivery needle was twisted, bent or flexed during insertion. No root cause related to the manufacture of the device can be established. A1: patient initials: l.q.

Event description:
It was reported that after t1 was implanted, t2 fell off. Finally a backup device was used to complete the surgery. There was no significant delay or patient injury reported.